Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system. The patient's aortic angle was 56 degrees and the annular dimensions were perimeter 71mm, perimeter derived 22.8mm, area 387.9mm, lvot 20.9mm. Pre-dilatation was not performed. During implant, the implant depth at 80% was 3-4mm. The annulus had the minus calcium required. The flexnav was in neutral position and the guidewire was in a midventricular position. At final release, when the operator pulled the nose of the flexnav, the valve popped up and out of the annulus. The valve migrated towards the aorta. During final deployment, 2 out of 3 tabs were confirmed to have been released and the third tab was hidden; one of the users accidentally pulled the flexnav before the third tab was visible. The migrated valve did not block any coronary arteries and no post-dilatation was required. The user believes the cause of migration was a narrow lvot and that the flexnav nosecone was pulled by accident. The migrated valve was snared up from the bottom and a second 25mm navitor valve was successfully implanted using a new small flexnav delivery system. The second valve was implanted just below the first navitor valve. No device deficiency was reported. The patient status was reported as unknown.